Manufacturer narrative:
Per -1800 final report. Operative notes, x-rays, patient medical history, patient age and activity levels, device details and the explants were requested, but were not available for the investigation. After revision of the cormet implant, the patient did not experience any more pain and had regained pain free movement and a good range of mobility. Based on the information available for this case, no further investigation can be conducted and it is unknown whether the reported devices caused or contributed in any way to the patient's experience. Therefore, this case is now considered closed. Should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitue an admission that the device, reporting entity, entity's representative or distributor caused or contributed ti this event.

Event description:
Cormet revision after approximately 6 years due to pain and reported elevated cobalt and chromium ion levels.

Manufacturer narrative:
Per -1800 initial report. Additional information, including the device details, post primary and pre revision x-rays, operative notes, patient details, patient medical history and the return of the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 6 years due to pain and reported elevated cobalt and chromium ion levels.